Manufacturer narrative:
The customer requested just a replacement therapy pca with no engineer evaluation.

Event description:
It was reported to philips that the newly installed therapy pca was not working. There was no patient involvement.